Manufacturer narrative:
Analysis for the handpiece found that the customer's complaint has been confirmed. It's difficult to lock the bur and the handpiece is very noisy. Motor and collet were worn and has been replaced. O-rings have been replaced as well. The handpiece has been successfully tested according to manufacturing specifications. Analysis for angled attachment found that the customer's complaint could not be confirmed. Pre-repair temperature check performed at 60k after 5 minutes the distal temperature was 81f, the middle temperature was 85f and the angle temperature was 87f. It's not hard to fix the burr. The tube bearings are worn and making a rough sound. The bearings on the input drive shaft and output drive shaft were corroded. The input drive shaft and output drive shaft were corroded and pitting. The o-rings and retaining rings were worn. Analysis for straight attachment found that the customer's complaint could not be confirmed. Pre-repair temperature check performed at 60k after 5 minutes the distal temperature was 98f, the base temperature was 92f and it's not difficult to lock a drill. The bearings were corroded. The attachment was internally corroded. Part of the distal broken bearing and spacer are stuck in the housing. H10: handpiece - fdr 135, fr 4216 and fdc 4307 applies. Angled attachment - fdr 213 and fdc 67 applies. Straight attachment - fdr 213 and fdc 67 applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 1845020, serial/lot #: (B)(4); product ID: 1845010, serial/lot #: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece was hard to fix and overheated. There was no patient impact.